Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. There is no indication this device will be returned for analysis. No additional adverse patient effects were reported.